Event description:
It was reported that during an unknown procedure, the clips were not staying clamped on the tissue. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received with the tip of the advancer bent leading the clips did not fully advance into the jaw. Upon firing of the device, the remaining clip was conforming. However, it is known from the history of the device the found condition of the tip of the advancer may lead that the clips did not close as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.